Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had low blood oxygen and difficulty in breathing. Air leakage was found after endotracheal in tubation, and the catheter was removed, replaced with another trachea, and endotracheal intubation was performed again. Affect the rescue of patients.